Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for these items and the reported part and lot combinations. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported that the patient was implanted with zimmer biomet products on an unknown date. Subsequently, the patient experienced subluxation while turning on a stair. The patient spontaneously repositioned and is now experiencing pain.

Manufacturer narrative:
(B)(4). D10: 802203601 zb 12/14 cocr hd 36mm x -3.5 3014574. 010000664 g7 pps ltd acet shell 54f 7194764. 574103030 femoral stem cementless collarless coxa vara 12/14 taper size 3 3063181. G2: foreign: denmark . Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-03143. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.